Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The patient reported having issues with their ins. The patient stated that they experienced a jolting shock when adjusting their settings. The patient also added that they had felt a burning sensation around the ins, which resulted in them no longer charging or using it. The patient stated that they had met with their healthcare provider (hcp) last year and were then referred to the manufacturer for assistance. The agent reviewed the role of the representative and redirected the patient to their hcp for further assistance.